Event description:
The patient was implanted with a left ventricular assist device. The patient had an emergent pump exchange to a different manufacturer's device due to thrombus. The patient had mean pressure elevations during the recovery period from the beginning after implantation. He experienced right ventricular failure and was found to have a large hematoma compressing the right atrium and right ventricle. When he went for the hematoma evacuation, there was a clot found in the ventricle.

Manufacturer narrative:
Approximate age of device: 27 days. The lvad was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump. Specific causes for the reported hematoma, right heart failure, and ventricular clot as well as a correlation of these events with the evaluation findings of (B)(4) could not be conclusively determined. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.